Manufacturer narrative:
The authorized service personnel (asp) reported that the customer refused the repair service since the device was out of warranty. No other details were provided.

Event description:
The customer reported that the device¿s touchscreen is faulty. The customer reported that the unit was not in use on patient when the reported issue was discovered. There was no report of patient or user harm. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a follow up report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).